Manufacturer narrative:
Other applicable components are: product ID 3093-33 lot# v799712 implanted: (B)(6) 2012 product type lead product ID 3093-33 lot# v799712 implanted: (B)(6) 2012 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device was removed years ago because it was not working. They stated that they still had the 2 leads inside them and the healthcare provider (hcp) could not remove them because the wires already grew into their bones. They could not recall the date of implant or explant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.